Event description:
The manufacturer received a voluntary medwatch (mw5103376) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop severe skin irritation and lethargy. The patient was prescribed medication in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and in initial report section b5 mentioned incomplete, section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to lethargy, skin irritation, sore throat and heat in the face. The reported events of lethargy, skin irritation, sore throat and heat in the face and its reported severity was reviewed by the manufacture's clinical expert. This events are assessed as not related to the device in this case. Based on the available information, the manufacturer concludes no further action is necessary. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow up report will be filed.